Event description:
During follow-up for a reported infection, it was reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis on (B)(6) 2022. The patient¿s peritoneal dialysis registered nurse (pdrn) provided additional information. The patient was diagnosed with peritonitis on (B)(6) 2022 (no signs/symptoms provided). The pd effluent culture resulted positive for coagulase negative staphylococcus (no species provided). The patient was administered intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). The pdrn stated the cause of the peritonitis was not confirmed; however, the patient was diagnosed with an ongoing exit-site infection shortly before the peritonitis was diagnosed. There was no further information available related to the exit site infection. The patient did not require hospitalization for the event. The patient continued completing pd therapy utilizing the liberty select cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler with the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler and cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. Although the cause of the peritonitis was not determined, the pdrn stated the patient was diagnosed with an ongoing exit-site infection just prior to the peritonitis event. Exit-site infection constitutes a significant risk factor for peritonitis. The culture resulted positive for coagulase negative staphylococcus, a predominant normal flora on human skin, which supports that the peritonitis originated from the exit-site infection as these organisms have the highest risk of subsequent peritonitis from an exit-site infection. Based on the limited information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
During follow-up for a reported infection, it was reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis on (B)(6) 2022. The patient¿s peritoneal dialysis registered nurse (pdrn) provided additional information. The patient was diagnosed with peritonitis on (B)(6) 2022 (no signs/symptoms provided). The pd effluent culture resulted positive for coagulase negative staphylococcus (no species provided). The patient was administered intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). The pdrn stated the cause of the peritonitis was not confirmed; however, the patient was diagnosed with an ongoing exit-site infection shortly before the peritonitis was diagnosed. There was no further information available related to the exit site infection. The patient did not require hospitalization for the event. The patient continued completing pd therapy utilizing the liberty select cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.